Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2016 with complaints of shortness of breath and chest pain. The patient had gram positive bacteremia and vegetation was seen on the leads. Antibiotics were started and lead removal was scheduled on (B)(6) 2016. However, the patient coded on (B)(6) 2016 and was subsequently revived. The patient then had multiple vt episodes and all were treated appropriately. The patient's family issued a dnr status and the patient passed away on (B)(6) 2017.